Event description:
It was reported that blade detachment occurred. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified arteriovenous graft. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use in a shunt percutaneous transluminal angioplasty. However, during introduction, the device got caught in the sheath or lesion and a part of the blade was separated. The device was removed together with the sheath and the procedure was completed with another of same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The balloon of the device was visually examined, and no issues were noted that may have potentially contributed to the complaint incident. A visual examination of the returned device identified that 4mm blade and pad lift were noted to have lifted on one of the blades. All other blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. A2 - age at time of event: 18 years or older.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that blade detachment occurred. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified arteriovenous graft. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use in a shunt percutaneous transluminal angioplasty. However, during introduction, the device got caught in the sheath or lesion and a part of the blade was separated. The device was removed together with the sheath and the procedure was completed with another of same device. No patient complications nor injuries were reported.